Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery and hernia repair surgery on (B)(6) 2015 during which the surgeon noted the previously placed mesh migrated inferiorly. The undersurface of the fascia that was adherent to the omentum was taken down. It was reported that the patient experienced severe pain, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/1/2021.